Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
After femoral / tibia osteotomy, a fracture of the external femoral condyle was confirmed. It was fixed by 4 screws. Replaced with cement-fixed implants in consideration of initial fixation. Based on x-ray, it was confirmed a fracture line in the femoral condyle.